Manufacturer narrative:
The device was returned to olympus for inspection. Evaluation noted the customer issue of pinhole was able to be confirmed. Device evaluation noted the insertion section tube had a pinhole; the connecting tube had a cut. Distal end is shaved. As stated in section b5, the adhesive on a- rubber had a chip. Based on investigation results, the root cause cannot be conclusively determined, probable cause based on reasonably known information based on device evaluation was due to physical stress, degradation. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center with a report of pinhole in insertion section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chip on adhesive rubber was found. There was no patient involvement.